Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, within three days of being implanted, the implantable cardiac monitor (icm) detected "multiple" false atrial fibrillation (af) recordings. The icm remains in use. No patient complications have been reported as a result of this event.